Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - drill. The reported event is confirmed by provided photos. Visual examination of the provided pictures identified the shaft of the device is fractured. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an intramedullary tibia nail procedure, the long flexible reamer fractured after applying a suprapatellar nailing technique and reaching a point of resistance in the diaphysis. The surgeon retrieved all pieces of the reamer and then pulled the reamer out by hand to insert the nail. No additional complications were reported as a result of this malfunction. It was reported that no further information is available.